Event description:
Caller reported that a scratched display on the pump was causing issues. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use current pump.